Event description:
Same case as MFR's#: 6000089-2004-00644. During a coronary drug eluting stenting treatment procedure, the balloon became stuck in the stent and removal difficulties were encountered. The physician deployed a taxus express2 3.5 x 32 mm drug eluting stent in a moderately calcified lesion in a severely tortuous vessel. The lesion had not been predilated. The balloon deflated completely, however, upon withdrawal, the balloon was sticking to the stent. The physician was able to remove balloon intact by twisting and pulling the delivery device catheter. The physician then deployed a taxus express2 3.5 x 12 mm drug eluting stent proximal to and overlapping the first one. The balloon was inflated to unknown atms and then deflated properly, but the balloon was sticking to the stent. The delivery device balloon was removed intact by pulling on the catheter. No pt injuries or complications were reported.